Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer completed a supply change and resumed insulin delivery. Blood glucose (bg) ranged from 480 mg/dl to over 600 mg/dl. And elevated bg persisted after resolving the occlusion alarm. Bg was addressed via bolus using the pump. System check with tandem technical support indicated that drops were not seen coming from the cartridge. The customer completed a 2nd supply change and resumed insulin delivery successfully.